Event description:
It was reported that the 9800 system will not retrieve an image and had collimator iris potentiometer error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The control board and the software upgrade was installed during the service call. The system was tested and found to be working as intended, and put back into service.